Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level increased to 700 mg/dl with ketones that were identified as life threatening by a health care provider. As a result, customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Occlusion was resolved by changing the pump supplies to address the issue. At the time of the call with tandem technical support, the customer was still admitted to the hospital, but the issue had been resolved and there was no permanent damage reported. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.